Event description:
It was reported that this right ventricular (rv) lead was capped due to unknown cause. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.